Manufacturer narrative:
Heartsine evaluated the customer's device and was unable to verify and duplicate the reported issue. No fault was alleged with the device during this event. However, the patient was later transferred to a hospital and when reviewing a pdf of the ECG data from the event, a doctor raised the question of why the device did not deliver a shock during its second analysis despite the patient presenting a vf (ventricular fibrillation) rhythm. Information from the device memory showed the device had successfully delivered a shock during the first analysis cycle, but during the second when the device issued the ¿press the orange shock button now¿ prompts, the shock button was not pressed, and a shock was not delivered. This occurred on two further occasions during the event when the shock button was not pressed despite audio prompts instructing the user to do so. The cause of the reported issue was determined to be user error. As per the clinical review it appears that during the event the patient may have received a shock from a different device while the returned sam 350p was still connected and powered on. However, as no further information was provided about the nature of the event, and what other devices, if any, were present, this could not be confirmed. The device was archived by heartsine.

Event description:
The customer contacted heartsine to report that their device did not recognize shockable rhythm. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
Heartsine contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device did not recognize shockable rhythm. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient harm associated with the reported event.